Event description:
It was reported that a malfunction occurred with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. Technical support assisted the customer with resetting the pump by providing detailed instructions, including charging the pump and reloading the cartridge. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues arise.